Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 21st march 2025, it was reported by an arthrex's distributor via email that an ar-4501, meniscal cinch¿ ii, first bullet came out nicely, but the second bullet was not deployed at all. This was discovered during a meniscus repair on (B)(6) 2025. The procedure was not completed successfully so debridement was done to complete the procedure. There was no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex concluded that the most likely cause of the reported failure is an error, specifically improper surgical technique with the device. Directions for use (dfu) dfu-0156-eo arthrex suture retention devices. G. Precautions 3. The depth stop should be used to avoid piercing structures peripheral to the capsule. 4. Particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 5. Do not bend the device cannula. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism. 8. Speedcinch, meniscal cinch ii and softstitch devices only: do not advance the implant beyond the tip of the cannula before penetrating the meniscus. 11. Meniscal cinch device only: to avoid premature tension to construct do not pull external suture before releasing trocar #2. 12. Meniscal cinch and softstitch devices only: do not trap external suture against handle. 13. Meniscal cinch device only: after implanting #1, do not move device before releasing trocar #2. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.